Event description:
It was reported that (1) device used during a laparoscopic cholecystectomy. It was reported by the afffiliate that on the third firing of the er320 instrument, the clip would not feed properly into the jaw and dropped (not into patient). Another instrument was used to complete the case. There was no consequence to the patient.